Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with subcutaneous insulin, with a highest blood glucose of 585 mg/dl and prolonged readings above 180 mg/dl despite recent infusion set change and no observed infusion set damage; the user temporarily disconnected from the ilet, administered correction doses of novolog by pen, and later resumed pump therapy after a guided supply change. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no need for assistance. Investigation included customer interview, device-use review, and troubleshooting with education on infusion set replacement and temporary disconnection when using manual insulin. Investigation of this case revealed no confirmed device malfunction and resolution after supply change and insulin administration. It was concluded that the event was consistent with hyperglycemia of unclear cause with device function restored after troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.